Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not responding for around 4 hours occurred. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported allegation of a transmitter not responding for around 4 hours is reportable based on the finding of a loss of connection greater than an hour. No injury or medial intervention was reported.